Event description:
(B)(4).

Manufacturer narrative:
Document review: medacta bipolar head size 28 / 44: ref. (B)(4)/ lot 123398 (16 produced / 15 sold): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Amistem h cementless femoral stem size 6 std: ref. (B)(4)/ lot 140762 ( 80 produced / 38 sold): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Cocr femoral head 28 size s: ref. (B)(4)/ lot 134982 (100 produced / 91 sold): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the data collected, there are no evidences that the infection is device related.